Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and generator evaluation of the returned device. Visual analysis of the returned sample revealed that a reddish material was observed in the pebax, and a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. The catheter was felt normal after and during the simultaneous ablations cycles. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that the physician reported that the handle on the ablation catheter was getting warm when he ablated. Initially, the physician resisted the suggestion to replace the catheter. The caller then reported that later in the case the physician felt the catheter was adhering to tissue. The caller noted that the physician checked to see that the catheter was not entangled with another and confirmed by ultrasound that it was not touching tissue and removed the catheter to check for char. No char was evident but at that point, the physician requested a replacement catheter. The catheter was replaced and the procedure was able to be completed. There was no patient consequence. The customer¿s reported issue of the handle warming up is not considered to be an MDR reportable event since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 1-mar-2022, bwi's pal revealed that a visual inspection of the returned device found a reddish material in the pebax, and a hole in the pebax. This finding has been reviewed and assessed as an MDR reportable malfunction since the integrity of the device is compromised.